Manufacturer narrative:
Heartsine's investigation was unable to confirm the reported fault. The device was reported for not powering on, however throughout the investigation the device successfully powered on, on each press of the on/off button. The device underwent extensive testing of all critical functions, performing to specification throughout. Device memory data indicates that only one manual power cycle was recorded throughout its service life. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device could not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.